Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Report 3 of 3. Consumer reported upon removal a tampon string fell apart leaving the pledget inside her vaginal cavity. Upon manual removal of that pledget it fell apart into pieces. She manually removed the pledget pieces and did not seek medical attention. She did not experience any adverse health effects.